Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate rises above the upper limit set on their implantable pulse generator (ipg) and then drops again during high intensity exercise. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.